Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient developed an infection post-operatively. Reportedly, the patient's status was alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.